Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching (ams) episodes were observed when the patient presented through merlin.net transmission. Review of transmission noted inappropriate ams episodes due to far-r oversensing, programming changes were recommended.

Event description:
New information received notes that the programming changes were made. Patient was stable.